Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she started to have seizures due to a low blood glucose level and her sister administered 1 injection of glucagon and called an ambulance. When the paramedics arrived her cgm reading was 85 mg/dl but the bg value they checked was 27 mg/dl. They gave her d50 via intravenous (IV) therapy and transported her to the hospital. Her glucose values initially rose, then dropped again to cgm 52 mg/dl and bg 19 mg/dl. The hospital gave her additional doses of d50 IV for a total of 4 doses from the ambulance and hospital. At the time of the report she stated her glucose was still less than 40 mg/dl with a new sensor, but the hospital had sent her home with no further treatment. The patient was eating (B)(6) and drinking juice at the time of the call and stated the cgm reading had increased to 44 mg/dl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.